Event description:
It was reported that during a lead implant the hcp had difficulty getting the proper motor and sensory responses from the patient. The lead was implanted into the patient through the introducer sheath several times. In order to change the angle of the lead and the final placement, the hcp switched from using the curved stylet to the straight stylet. Upon introducing the straight stylet into the lead, it apparently caught on the inside of the lead near the electrodes. The lead was stretched and deformed at that location, and was deemed unusable. A new lead was opened and successfully implanted. No harm was done to the patient, and the case continued without any additional adverse events or delays.

Manufacturer narrative:
Analysis of lead model 3889-33, lot # v828949 determined that the bent tip stylet was used during the implant of the lead. The bent stylet adjusted the distal end of the lead. When the straight stylet was reintroduced into the lead the distal end of the lead was damaged. The continuity was acceptable and there were no shorts between circuits. Analysis of stylet model unk lot # unk determined no anomaly was found. Analysis of stylet model unk lot # unk determined no anomaly was found.